Manufacturer narrative:
(B)(4). The user facility reported via email that they had repaired the device and returned it to service. Carefusion requested via return email details as to what they did to repair the device. As of 08/06/2015, there has been no additional information provided by the user facility pertaining to that request.

Event description:
The user facility biomed reported that during testing the device's exhaled volume (vte) readings do not match the device's volume setting. The biomed reported that the device's delivered volume (vti) does match the volume setting.